Event description:
The reporter stated the surgeon inserted and removed an aq2003v silicone three piece lens during the same surgery and another same type lens was implanted with no problem. Add'l info has been requested, but has not been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.